Event description:
It was reported that the patient presented with acute myocardial infarction. The patient was immediately taken for coronary angiography after administration of tirofiban and heparin, 600 mg clopidogrel 600 mg and 325 mg aspirin. Angiogram revealed 95% stenosis in the proximal and mid left anterior descending artery (lad) with no visible thrombus. Pre-dilatation was performed and a 2.75x33 rx xience prime stent was deployed in the lad. No blood flow was noted immediately after stent deployment and the patient developed cardiac arrest. Cardiopulmonary resuscitation was performed. Intracoronary adenosine and nicorandil were administered. The patient expired. Reported cause of death is cardio-respiratory arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of occlusion and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.